Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the reagent refrigerator compartment. The customer was unable to locate the source of the leak. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bci cts (customer technical support) had customer check reagent packs for leaks and none were found. Customer stated that liquid was found on top of the reagent packs and at the bottom of the reagent carousel. A field service engineer (fse) went on-site (B)(6) 2011 and checked reagent probes for straightness which was noted to be correct. Fse realigned the probes to refrigerator and found a reagent crane harness was catching on back of crane. Fse then adjusted harness and tightened reagent t valve screw and also re-secured the vacuum line to wash collar. Fse verified repair per established procedures.